Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers started to cycle up. The battery was removed from the insulin pump and reinserting the battery, the insulin pump alarmed button error. Customer was unable to clear the alarm. The blood glucose reading is 161 mg/dl. Customer stated that the insulin pump was in a cooler bag. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked display window corners and cracked reservoir tube lip.